Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before the removal of the catheter, the cuff was first found to be loose with the catheter. Flushing was done prior to use, and the catheter test was normal. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product. No ointment(s) were utilized at the exit site. The wound dressing did not include any cleaning agents or antimicrobial properties. The patient was responsible for any type of catheter maintenance, and they cleaned with saline solution. The site never used sepsiderm to clean catheters. The catheter had been in placed for 29 days. The cuff was removed in the operating room. There was no blood loss. A blood transfusion was not required. The catheter problem was addressed by surgical management. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted a dacron cuff in a plastic bag. The cuff was loose and removed from the device. It was reported that the cuff detached from the catheter. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before the removal of the catheter, the dacron cuff at the exit site of the catheter was first found to be loose and removed from the pd (peritoneal dialysis) tube shaft. It was not able to complete dialysis treatment. Flushing was done prior to use, and the catheter test was normal. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product. No ointment(s) were utilized at the exit site. They were covered with sterile gauze. The wound dressing did not include any cleaning agents or antimicrobial properties. The patient was responsible for any type of catheter maintenance, and they cleaned with saline solution. The site never used sepsiderm to clean catheters. The catheter had been in placed for 29 days. The catheter problem was addressed by surgical management, which meant they removed the loose dacron cuff in the operating room. No medication treatment. There was no blood loss. A blood transfusion was not required. There was no reported patient injury.